Manufacturer narrative:
No crack on the display window noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is cracked on the front of the display screen. The customer's blood glucose reading was 167 mg/dl at the time of incident. Troubleshooting found that some words are hard to read on the display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.